Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the black box data from the date of the complaint was overwritten due to continuous use. The pump powered on with the returned battery cap. The battery cap measured within specifications. The battery cap was able to fully tighten. Battery compartment cracks were observed in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. The pump case was removed; no evidence of moisture or loose components were found inside the pump. An "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.